Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer's strips expire 11/27/2016 and were first opened within the last two weeks. Customer stores her supplies in the original vial closed at all times on her bedroom night stand. Customer ran back to back blood test fasting: 243mg/dl and 277mg/dl. Customer states her she is having difficulties getting her blood sugar to the doctors goal of 70mg/dl-130mg/dl. Reviewed meters memory: customer feels okay and has not required any medical attention. No adverse event reported.